Event description:
On august 17, 2006, the lay user/reporter, the patient's friend, contacted lifescan (lfs) alleging the one touch ultra meter would not power on with the insertion of the test strip. On august 21, 2006, the medical affairs specialist (mas) spoke with the reporter to obtain and verify information. In 2006, at 11:30 am, the reporter noted, the reported meter would not power on when the test strips was inserted; she did not obtain a blood glucose reading for the patient. At that time, the patient was unconscious and sweating. The reporter took no action while the patient was unconscious; she did not provide any treatment. The reporter contacted emergency services. Paramedics arrived within 10 minutes, and the patient's blood glucose level was tested to be 25 mg/dl. The patient was treated intravenously with glucose, and was revived. Additional blood glucose readings were obtained, however, she was unable to provide the specific results. The patient refused to be transported to the emergency room. Prior to becoming symptomatic, the patient had been able to test his blood glucose level using the reported meter, and obtained a result higher than expected. The reporter was unable to provide the specific result. The patient had eaten his breakfast and taken his insulin dose, based on the meter readings. The next day, the patient again became hypoglycemic following his insulin dose, exhibiting symptoms of sweating and becoming unresponsive. His girlfriend treated him with glucose supplement tablets. The patient takes 65 units humulin nph insulin in the morning, and humulin regular insulin on a sliding scale based on meter readings. The customer care advocate (cca) determined the reported meter would power on with the power button, but not with the test strip insertion. The cca also determined the patient's test strips were expired, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient became hypoglycemic and passed out sometime after taking an insulin dose based on meter readings. The reporter was unable to obtain a blood glucose reading while the patient was symptomatic, due to the power issue on the meter. The patient received emergency medical attention and treatment with glucose. Although the allegedly inaccurate readings may have been caused by the use of expired test strips, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.